Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The surgeon converted to a thoracotomy.